Event description:
It was reported that bd insyte autoguard adapter damaged. The following information was provided by the initial reporter: patient requiring cannulation for medication administration, cannulated with a no. 22 catheter and connected to a saline plug, which is found not to be properly aligned. The catheter is seen to be rotated where it is screwed into the saline plug, so access is removed, and the patient is recannulated with a new catheter. Additional information received on 12 jun 2025: was there any harm to patients/healthcare professionals? No harm to patient or healthcare professionals are there any patients involved? Please confirm: 86-year-old male patient with initials jam. When did this incident occur, before, after or during the procedure? The incident occurred during the use of the device, catheter change, and access was required. Could you please confirm the date the incident occurred? The incident occurred on (B)(6) 2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381823 and lot number 4338154. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.